Event description:
It was reported the customer had low blood glucose due to over delivery of insulin. The paramedics were called out and treated the customer's blood glucose. No additional information was provided at time of call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.